Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during trauma surgery, the tip of the evos small t8 tapered dr shaft - short broke while tightening a screw in an evos clavicle plate. The driver broke during final hand tightening of an evos 2.7 locking screw. No piece of the driver fell into the patient's anatomy as the tip remained lodged in the screw head. The surgeon removed the broken driver tip piece from the screw head. The surgery was completed with an s+n backup device and there was no surgery delay. X-ray fluoroscopy was confirmed clear by the surgeon. No patient harm was reported.

Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. The visual inspection revealed that the tip broke off. The broken piece was not returned. The device shows significant signs of wear and use. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.